Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported patient effect appears to be related to circumstances of the procedure as it is likely that the increase in gradient was caused by the inotropes administered to the patient during the procedure. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the mean pressure gradient was not measure before the procedure. One clip was advanced, and grasping was performed; however, the mean pressure gradient increased to 7mmhg. The physician believed the increased in gradient was caused by the inotropes administered to the patient during the procedure. Therefore, the decision was made to deploy the clip. After deployment, the mean gradient pressure reduced to 6mmhg. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.